Event description:
It was reported that during an unknown procedure, the device was activated without pressing the hand switch. The generator was gen04. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.